Event description:
It was reported that a cartridge alarm 30 occurred during pumping. The customer's blood glucose level was 600 mg/dl. The customer administered a correction bolus via the pump, successfully loaded a cartridge, and resumed insulin therapy. No assistance from a third party was required, and the issue was resolved.